Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed no record of the reported issue. Functional testing could not replicate the reported issue; however, error 1310 was displayed during self-check indicating it was time to replace the internal battery. The root cause of the reported issue could not be determined. Software re-installation was performed to correct the 1310 error, and battery and backup capacitor replaced to correct the finding for time to replace the internal battery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 43. It is unknown if there was patient involvement, no adverse patient effects were reported.